Manufacturer narrative:
Initial reporter: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported ¿autoimmune condition¿ and ¿appears to be suffering from breast implant illness¿, which is not related to the device. "Fluid effusion" was also reported. Device remains implanted.